Manufacturer narrative:
Philips has investigated this complaint. According to information collected, the reported issue was found on system start-up and the wi-fi led was flashing red, indicating a loss of connection. The customer restarted the system to re-establish the connection. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Philips has attempted to obtain patient information. However, the customer has not provided the requested information. Updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch was defective. No harm to the patient has been reported to philips. Procedure was continued after a restart of the system. Philips has started an investigation of this complaint.